Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 543mg/dl. Customer had pain. Customer stated that the there was no air bubble and leak. Customer stated that the cannula was bent. Customer stated that they did high pressure test and it was passed. The insulin pump will not be returned for analysis.